Event description:
A malfunction was reported on the pump by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted in the process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.